Manufacturer narrative:
At this time, no additional information is available regarding this event. This record will be updated if additional information becomes available.

Event description:
It was reported that a patient experienced a lead safety switch due to out of range impedance measurements. Unique device information was not available. Boston scientific technical services provided programming options. At this time, no interventions have been reported. No adverse patient effects were reported. Currently available evidence suggests that the products remain in service.

Manufacturer narrative:
At this time, no additional information is available regarding this event. This record will be updated if additional information becomes available.

Event description:
It was reported that this pacemaker experienced a lead safety switch due to high out of range impedance measurements on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services provided programming options. Reportedly, the pacemaker was programmed to unipolar pacing, bipolar sensing, and the automatic lead safety switch feature programmed off. No adverse patient effects were reported. The pacemaker and non-boston scientific rv lead remain in service.